Manufacturer narrative:
Manufacturer's investigation conclusion: the report of unwonted noises from the blood pump could not be confirmed through this evaluation as no video/audio clips of the running centrimag system were submitted for review. The returned centrimag blood pump, lot number l06855-la2, was returned inside the blood pump carrying case with a small section of tubing secured to the inlet and outlet port and clamped. The tubing was removed, and examination of the blood pump¿s inlet and outlet ports revealed no deposition or thrombus formations. The inlet and outlet ports revealed no cracking or other damage. Examination of the pump housing revealed no evidence of depositions or thrombus formations. The pump housing revealed no evidence of abnormal scratching or other damage. No impressions were observed next to the four grooves on the periphery of the blood pump to suggest that the pump was incorrectly inserted into the motor at the time of the event. Examination of the impeller portion of the pump rotor revealed no evidence of depositions or thrombus formations. The rotor blades revealed no evidence of abrasion or damage. Examination of the rotor base and rotor well revealed no evidence of depositions or thrombus formations. The rotor base revealed no evidence of abrasion or other damage. The rotor well revealed no evidence of abnormal scratching or other damage. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, microscopic inspection of the blood pump revealed no anomalies. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specification. The blood pump was operated on the test system for an extended period of time and no clicking or other abnormal pump sounds were observed during testing, even at the maximum set speed. The device history record for centrimag blood pump, lot number l06855-la2 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag vad IFU contains the following warnings and cautions: IFU warning #3: back-up components must always be available. IFU warning #5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU warning #17: frequent patient and device monitoring is recommended. The section titled blood pump setup and operation warns the user that if leaks or other anomalies are found on the centrimag vad, remove the blood pump and replace with a new, sterile blood pump. The IFU also contains a section titled emergency blood pump replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a defective blood pump that emitted unwanted noises during priming. No patient was involved and the blood pump will be returned for evaluation.